Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer via a manufacturer representative reported seeing a power on reset (por) code of 0x400 on the clinician programmer. In (B)(6) 2015 the patient was stung by a bunch of bees which resulted in a hospital visit. During that visit they thought the patient was having a heart attack and ran several tests including an EKG and a stress test. It was thought that the por may have resulted from the testing done at that time. They were able to successfully clear the por. The therapy was adequate and was on when the device was first interrogated. The patient was indicated for spinal pain and failed back surgery syndrome.